Event description:
It was reported that in the renal care unit after the completion of the dialysis session, a nextstep catheter repair was done for the cracked blue catheter hub. The dialysis was successfully completed. There was no reported delay, death, or complications as a result of this occurrence. It was noted that the insertion site was the right subclavian, and the issue was noted at the onset of dialysis. This catheter was repaired approximately 8 months prior as well.

Manufacturer narrative:
(B)(4).